Manufacturer narrative:
The reported event of shock electrocardiograms (segms) not being saved was not confirmed. Based on the information provided, it was seen that there were many segm storage attempts and the device correctly prioritized the most recent segms. The segms with shocks were retained during the tach b storms on (B)(6) 2026 and (B)(6) 2026. Additionally, some supraventricular tachycardia (svt) episodes overwrote older episodes with shocks because the initial trigger for the shock episode was ¿svt¿ and segm storage priority is based on the initial trigger. The device was performing per design.

Event description:
It was reported that the patient was checked in the critical care unit. It was noted that the patient experienced dizziness and discomfort. A ventricular tachycardia (vt) storm resulting in multiple shocks and noise was observed on the implantable cardioverter defibrillator (ICD). It could not be determined whether some of the shocks were inappropriate as no shocks were logged on the fast path summary and no episodes showed shocks, only 1 anti tachycardia pacing (atp) therapy was seen. In therapy summary showed several atps and shocks but none of the episodes were on the electrocardiograms (egms). The episodes seemed to have been overwritten by episodes logged as supra ventricular tachycardia (svt) episodes. The clinician expressed concern about the priority storage of episodes being for shocks first and atp second. The patient was stable.